Manufacturer narrative:
The investigation into the stroke/patient injury has completed. The patient injury was determined to have an unknown and unrelated relationship to the impella 5.5 pump. The cause was underlying patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the cerebral event during impella 5.5 support is ongoing at this time. Upon completion of the analysis, a final report will be filed.

Event description:
A patient had been admitted for coronary angioplasty secondary to the acute myocardial infarction. When his condition deteriorated, the team placed an impella 5.5 for hemodynamic support. After 8 days of successful support with the 5.5 the team diagnosed an embolic cva/stroke. The team performed a thrombectomy to remove the thrombotic debris. The patient had an underlying condition that predisposed him to thrombus development. The stroke and the relationship to the use of the impella pump was not confirmed or denied fully by the medical team.